Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.; the complaint device has been returned for analysis. A visual examination of the returned device confirmed that the balloon had been subjected to positive pressure and partially deflated prior to return. The device was attached to an encore inflation unit and positive pressure was applied. A balloon pinhole was identified 4mm proximal to the proximal edge of the distal markerband. The blades and tip section of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the severely calcified left anterior descending artery (lad). A 06 x 3.00 flextome¿ cutting balloon¿ catheter was selected to treat the lesion. It was noted that the balloon ruptured. The procedure was completed with a 2.0 x 15, 3.0 x 12,3.5 x 12 and with a 4.5 x 12 apex balloon catheters. There were no patient complications reported and the patient's status was stable.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the severely calcified left anterior descending artery (lad). A 06 x 3.00 flextome¿ cutting balloon¿ catheter was selected to treat the lesion. It was noted that the balloon ruptured. The procedure was completed with a 2.0 x 15, 3.0 x 12,3.5 x 12 and with a 4.5 x 12 apex balloon catheters. There were no patient complications reported and the patient's status was stable.